Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. After repair of a balloon valve, all functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were confirmed. A review of the device history records was performed. There were no unexplained variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for the reported symptoms for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the event of peritonitis is unlikely related to the liberty cycler machine, peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination. The pt was treated for peritonitis and continues on continuous cycle peritoneal dialysis. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis pt called fresenius tech support stating he was in setup when he got the m71.2 alarm and the pt stated he just got home from the hosp. Tech support asked if this was cycler related and he stated yes he got peritonitis and was in the hosp for 4 days. Tech support replaced the cycler and advised to discontinue use of the cycler and f/u with clinic.